Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 45 mg/dl and 173 mg/dl. Customer¿s other blood glucose was 164 mg/dl. The customer was treated with bolus for high blood glucose. Customer was declined to troubleshoot for low blood glucose and high blood glucose. Customer also reported that insulin pump was damaged at battery top casing, side of clip lock and liquid crystal display screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread and minor scratches on display window noted. Device passed displacement test.